Event description:
As reported by the field, during an intra cranial coil embolization, a 2x1.5 orbit galaxy xtrasoft coil did not resheath. The surgery was delayed by 5 minutes due to the event. The device was removed easily without additional intervention and another coil was used. The procedure was successfully completed. Based on the product analysis of the device received, the embolic coil was found stretched.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The purpose of this MDR submission is to report the findings of the device investigation. Based on the product analysis of the device received, the embolic coil was found stretched. Section d2b ¿ procode: krd/hcg. A non-sterile og cmplx xtrasoft coil 2x1.5 was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the embolic coil was found still attached to the support coil inside and protruded from the introducer. No appearance of damages was observed. Microscopic inspection was performed, and the embolic coil was found slightly stretched. No other damages were noted. One (1) kinked and opened condition was noted on the introducer of the delivery system precluding the zipping functionality and leaving the support coil exposed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue regarding the coil being unable to be re-sheathed was confirmed based on the damaged condition of the introducer. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. The stretched condition of the coil was not originally reported and the exact time of this occurrence cannot be determined; however, this is not considered related to the issue encountered during the procedure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendation: firmly hold the exposed portion of the delivery tube with one hand. Simultaneously, grasp the introducer just distal to the stopper with the other hand and slide the coil introducer proximally along the delivery tube until the coil introducer has stripped itself from the delivery tube up to the zipper. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.